Event description:
It was reported that two months and six days post a dialysis catheter placement procedure, the extension leg of the catheter was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one electronic video was provided for review. A partial break is noted to the red luer extension leg near to the bifurcation area. Blood residues were noted to the patient's skin near the break. Therefore, the investigation is confirmed for the reported leak and identified fracture. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d4 (B)(4). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and six days post a dialysis catheter placement procedure, the extension leg of the catheter was allegedly leaked. There was no reported patient injury.